Event description:
It was reported that the patient presented to the hospital after receiving a patient alert. Interrogation revealed low lead impedance. Externalized conductors were observed via x-ray. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead measuring 17.5cm from the connector pin was returned for analysis. External insulation abrasion was found at 12.5-13.1cm from the connector pin. The etfe coating of one rv conductor and one svc conductor was abraded at the same location. A fracture of the svc conductor was also found at this area of abrasion. External insulation abrasion was found at 16.5cm from the connector pin. Short circuits were identified between the low voltage and high voltage paths. Without return of the entire lead, a complete analysis could not be performed.